Event description:
It was reported that in cs100 intra aortic balloon pump, there was a interference with display, there was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and on-site inspection by the engineer revealed that the display was flashing and had an expired safety disk. Replaced the safety disk, the screen was reassembled, and the flat cable was reconnected. As a result, the issue was resolved. The device has passed all factory-specified performance and safety test results and returned to the customer.

Event description:
It was reported during routine check before use of the cs100 intra-aortic balloon pump (iabp) that the device's display had interference. There was no patient involvement.